Event description:
During a pci/stent procedure of a 90% distal rca lesion, the physician experienced removal difficulties. The physician was attempting to advance the express2 monorail 32 mm x 4.0 mm to the distal rca, however, it became caught on the express2 stent that had been placed in the proximal rca. The physician deployed the express2 monorail 32 mm x 4.0mm in the mid rca. The physician experienced resistance during removal of the stent delivery device. The target lesion was successfully stented using another express2 stent. Pt status is listed as "stable".